Event description:
During a percutaneous coronary intervention (pci), the stent bent while the physician was attempting to move it down the catheter. When it was pulled back, the stent shaft split in half. The device appeared normal before the procedure, and there were no bends or kinks noted. It prepped normally. The devices used during the procedure were medtronic ebu guide and guidant all star wire. The product was inside of the pt but there was no injury reported as a result of this event. The procedure was successfully completed.

Manufacturer narrative:
This product is available for testing and evaluation but has not yet been rec'd by the MFR. Additional info rec'd will be submitted within 30 days upon receipt.